Event description:
Healthcare professional reported, right side rupture. Device has been explanted. Healthcare professional, later reported, "large amount of fluid". Confirmed by ultrasound.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified. Rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Seroma-late: unable to observe, since it is not related to the device.

Event description:
.Healthcare professional reported right side rupture. Device has been explanted. Healthcare professional later reported "large amount of fluid" confirmed by ultrasound.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, broken assessed as unidentified (tear) and missing assessed as inconclusive. Shell thickness was within specification). ¿ seroma-late: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side rupture. Device has been explanted. Healthcare professional later reported "large amount of fluid" confirmed by ultrasound.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, rupture a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.